Event description:
It was reported that a device was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the device fired malformed staples. Bleeding occurred, but amount of bleeding is unknown. The surgeon overstiched to complete the case. There were no consequences to the patient.